Event description:
The catheter was being used as an arterial line on the left wrist. The clinician identified that the insertion site was bleeding and swollen. The dressing was removed and pressure was applied to the site. Upon examination, the clinician found that the adapter was detached from the catheter. The catheter was located in the pt's body by x-ray and the catheter was surgically removed.